Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2009 - patient underwent surgery for repair of a recurrent abdominal ventral hernia. A bard ventralex hernia patch was implanted to repair the hernia defect on (B)(6) 2017 - patient underwent an additional surgery to repair the hernia defect and remove the ventralex. The attorney alleges the patient experienced pain, additional surgical procedure, explant and was injured severely and permanently.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2009 - patient underwent surgery for repair of a recurrent abdominal ventral hernia. A bard ventralex hernia patch was implanted to repair the hernia defect (B)(6) 2017 - patient underwent an additional surgery to repair the hernia defect and remove the ventralex. The attorney alleges the patient experienced pain, additional surgical procedure, explant and was injured severely and permanently. Addendum per additional information provided: attorney alleges that patient experienced adhesions, pain, recurrence, and emotional injuries. Per provided medical records: (B)(6) 2009 - patient underwent recurrent abdominal ventral herniorrhaphy with insertion of ventralex hernia patch. Per op notes, ¿after entering the hernia sac, we had to take down several adhesions of omentum which were stuck up in this, but there was no bowel stuck in it¿ we then resected the rest of the hernia sac itself above this. We then took the 6 cm ventralex mesh plug. Soaked this in bacitracin irrigation solution for 5 minutes prior to the procedure. We then took this and then gently and carefully placed this with the smooth side down, down into the peritoneal cavity.¿ (B)(6) 2017 - patient underwent laparoscopic repair for recurrent ventral incisional and epigastric hernia. Per op notes, ¿adhesions to the mesh were taken down and it was evident that the mesh had separated some and there was an inferior recurrent hernia. The mesh (ventralex) was taken down from the abdominal wall using bipolar monopolar cautery and the defect was identified¿ then both defects were covered with a 12 mm round parietex (non-bard/davol) mesh that was tacked in place with absorbable tacks¿ the old mesh (ventralex) was removed through the larger trocar site.¿

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental MDR is submitted to document additional information provided in medical records. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. The instructions-for-use supplied with the device lists adhesions and hernia recurrence as possible complications. Updated fields: a2, b4, b5, b6, b7, d1, d4, e3, g1, g3, g6, h2, h6, h7, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.